Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip of the screwdriver fractured when inserting the screw. The surgeon searched for the fragment but was unable to find it, leaving it inside the patient's body. There are currently no plans to perform surgery to remove the broken piece. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint can be confirmed through the returned product analysis. Visual examination of the returned product/provided pictures identified the torque driver is fractured at the distal end of the driver and not all of the pieces were returned. Medical records were not provided. No other damage is noted to the device. Optical images of the device fracture surface exhibit river lines and hinge artifacts suggesting that the device possibly fractured due to bending overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.